Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during exploratory laparotomy, when the surgeon tried to fire the stapler, the reload was mired and was tried to relocate but the stapler did not work. Another reload was used to complete the case. There was no patient injury.